Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her son went to hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was 499 mg/dl in the hospital. Customer¿s current blood glucose level was 169 mg/dl. Customer was treated that with insulin injection. The insulin pump will be returned for analysis.